Event description:
The side channel on the armstrong crash carts model premier 30 red 6 drawer that is designed to hold defib is cracking and allowing arm to drop or fall off. This also is happening on the opposite side for the IV pole.